Manufacturer narrative:
The field service engineer visited the customer and found that when switching on the device, emergency lamp error e207 occurred on monitor display and spare lamp indicator was continuously blinking but main lamp was working ok. The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, the emergency lamp was blinking and clv emergency error e207 occurred. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the emergency lamp indicator was blinking on the front panel. This was due to a defective emergency lamp. The manufacturing record was reviewed and found no irregularities. The cause of defective emergency lamp could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, the emergency lamp was blinking and clv emergency error e207 occurred. There was no report of patient injury associated with the event.

Manufacturer narrative:
The field service engineer visited the customer and found that when switching on the device, emergency lamp error e207 occurred on monitor display and spare lamp indicator was continuously blinking but main lamp was working ok. The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.